Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed an infection. The patient's right atrial and right ventricular leads were explanted on (B)(6) 2019. Manufacturer reference number: 2017865-2019-05908.

Event description:
New information received noted that the patient was stable before, during, and after the procedure. It was not known if the device(s) or procedure was/were likely to have caused or contributed to the infection. The infection was seen on the site (pocket) of the implantable cardioverter defibrillator, according to the physician.